Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a broken knob. It was noted that the epg failed ventricular pace pulse noise and menu dial at incoming functional testing. It was also noted that capacitor on the main printed circuit board (pcb), the output connector assembly and the lower case were broken. It was further noted that the upper case was broken at the menu dial and the knob was missing. Furthermore it was noted that the display wire insulation was pinched but the wire insulation was not compromised and the display flex tape was damaged. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. The epg was returned for repair and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.